Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pdm840 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event " the suture broke and the needle was removed" did the suture break into 2 pieces on the thread body near the needle swage location? Or did the needle break into 2 pieces on the needle body ? And where on the needle was the breakage noticed?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. Radiology was called and the needle was removed. There were no adverse patient consequences reported.